Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver display occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and failed. The receiver log was downloaded. The allegation was confirmed due to the finding of a frozen screen display within the investigation window. The probable cause was determined to be a defective lcd component. No injury or medical intervention was reported.